Event description:
It was reported that the procedure was to treat a totally occluded lesion in the distal right coronary artery with mild tortuosity and heavy calcification. The 1.2 x 6 mm mini trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy. The mini trek was advanced with some resistance noted with the total occlusion. The balloon was inflated, but a rupture occurred during the first inflation of 5 atmospheres (atm). Atherectomy was performed and a non-abbott balloon catheter was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.